Manufacturer narrative:
H3, h6: the cup impactor - offset, part number 52856b, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The complaint hip impactor's middle locking mechanism is broken off and missing from the impactor. A functional evaluation was not performed as there is damage hindering inspection/evaluation. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to product mishandling. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tha surgery, the locking mechanism of a cup impactor - offset broke and will not lock on the implant. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.